Manufacturer narrative:
The patient''s dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. Recurrence of this malfunction could result in a flow limiting dissection or perforation. No patient injury reported. This MDR is being reported conservatively. Patient information regarding medical history is unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used in a slightly calcified mid sfa. During inflation at rbp (14 atm), the balloon could not maintain pressure and dropped quickly. The procedure was completed with a new angiosculpt device. No patient injury reported.